Event description:
When the battery of my spinal cord stimulator would drain, I would get an excruciating pain and a burning sensation in the battery pack area. This pain comes and goes even with a full battery, battery gets hot to touch and very painful along with getting a feeling of being zapped in my neck where the spinal cord stimulator was implanted. This continues to get worse and feel bad, it hurts horribly, and I've contacted my rep and he replied that he was going to get somebody to contact me, I have yet to receive any notification back from that rep, so I have been left to my own devices and to continue feeling the hurt and pain caused by the spinal cord stimulator along with not receiving the effects that I have been promised or told that would take effect.